Event description:
It was reported that occlusion alarms occurred. System check was performed by (B)(4) technical support and no issues were identified. Customer successfully resumed insulin deliveries after the system check. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.